Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined aspirate probe two (2) was not properly aspirating fluid. The peristaltic pump tubing connected to the aspirate probe was replaced to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results, above the laboratory's critical value of 0.03 ng/ml, in association with the access 2 immunoassay system serial number for an unknown number of patients. The customer stated the patient samples were retested using alternate access 2 immunoassay system serial number (B)(4) and lower results, within the laboratory's normal reference range, were obtained. The customer stated the non-reproducible access accutni+3 were not reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) recovery was within the customer's established ranges prior to the event. The customer completed a system check after the event and stated the results failed to meet published specifications. Samples were collected in three (3) ml lithium heparin tubes. Samples were centrifuged for five (5) minutes at 5000 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.